Manufacturer narrative:
Conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue.

Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. Additional information has been requested. A supplemental report will be filed when the investigation is completed or if additional information is received. (B)(4).

Manufacturer narrative:
Onset date of the heart block was (B)(6) 2014, the same date as the valve implant. The permanent pacemaker was implanted 1 day post-valve implant ((B)(6) 2014).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that an unreported time following the implant of this transcatheter bioprosthetic valve, the patient developed complete heart block. Subsequently a permanent pacemaker was implanted. No adverse patient effects or other details were reported.